Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had multiple pump error alarm. The customer¿s blood glucose level was 258 mg/dl and 388 mg/dl. The customer was assisted with troubleshooting for pump error and it did not resolved the issue. The customer performed self test and it did passed, however customer has received two error alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.